Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation on a laparoscopic surgery, the power shell was recognized, but the handle's screen went dark and did not illuminate again. The handle was initially on but then shut down completely; no display, no sound no function. Replaced with another handle to resolve the issue. There was no patient injury.